Manufacturer narrative:
E1: patient city - (B)(6). Patient country - switzerland.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The infusion set was in use for one day. No further information available.